Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this pacemaker and right atrial (ra) lead exhibited loss of capture and loss of sensing in addition to high out-of-range pace impedance measurements. Subsequently, the ra lead was surgically abandoned and replaced. High out-of-range pace impedance measurements were noted when the ra lead was tested with a pacing system analyzer. Fluoroscopic imaging did not reveal a lead fracture. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Pacing impedance measurements in unipolar configuration were noted to be 300 ohms. The physician left the lead programmed to unipolar and plans to continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.